Event description:
Graft was implanted as an a/v fistula in the right femoral area. One week post-implant, the graft occluded. Surgeon performed a thrombectomy through a transverse incision made in the graft. The surgeon reported that the sutures pulled through the graft wall when attempting to close the transverse incision in the graft. A patch was used to close the graft and the graft remains implanted.